Manufacturer narrative:
Multiple attempts to retrieve information regarding device evaluation, repair, operational status, and product return yielded no response. Therefore, device evaluation, repair, disposition, conclusion, and root cause cannot be determined. The complaint will be processed for closure. If additional information is received later, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported esprit ventilator v1000 was hung up. The device was not in clinical use. No patient or user harm was reported.